Event description:
This is a male who underwent a laparoscopic splenectomy and during the procedure, an arterial catheter was placed in the right upper extremity. On postop day one, 2009, while the pt was in the picu, the arterial line was removed by the rn caring for the pt, the catheter fractured away from the hub - fitting -. The next day, the pt returned to the operating room for removal of the catheter fragment.